Event description:
The physician thought he may have perforated the inferior m2 branch with the penumbra system. He used the psc054 and tracked it over a psc032. The physician noted that the anatomy was tortuous and the psc054 kept telescoping distal or forward. It would not stay in one position. He is not sure, but he thinks that the psc054 may have moved forward into the m2 branch and possibly perforated. The patient had a very proximal take off the mca bifurcation. After using the psc054 to clear the proximal m1 segment, he went in with the psc032 because the m2 branches kept reoccluding. He stated the pss032 was damaged and was difficult to pull back into the psc032. After doing an angiogram, the physician noticed extravasation and stopped the procedure with the m1 open and the superior branch of the m2 open.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. Conclusion code: vessel perforation is a known and anticipated complication with these types of procedures and is noted in the device labeling. Therefore, it was determined that the reported event was an anticipated procedural complication.